Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
During outreach call, customer reports to have experienced blood glucose versus sensor glucose differences; she reports it to be 100 points different. After troubleshooting, customer was advised to call helpline should she encounter problem again. No further information provided.